Manufacturer narrative:
At this time, the suspect device is not available for return. The customer reported an intervention of the biomedical engineering department is in progress.

Event description:
The customer reported while using the vela ventilator; the device was found dysfunctional with low tidal volume and respiratory rate. The issue occurred during patient-use. The customer reported the patient was being managed in intensive care for extensive necrotic dermatosis. The customer reported the patient was intubated and ventilated. The customer reported desaturation occurred and was stabilized after manually being manually ventilated. The customer reported the suspect device was changed out and taken out of service. The customer reported the patient died ten days later with new septic shock with multi-visceral failure.